Event description:
It was reported that (1) pmw55 was used during a appendectomy procedure. It was reported by the rep that the stapler was loaded with various sizes of incorrect staples which will not stay in pt. No other info known. There was no consequence to pt.